Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2019. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent a small bowel resection and extensive lysis of adhesions on (B)(6) 2019. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon removed multiple loops of the small bowel from many hernia defects. He then examined the mesh and noted old bile staining was seen on the mesh pieces and one of the pieces of old mesh was seen with purulent fluid coming from it. At that time, the decision was made to removal all of the previously placed mesh. It was reported that the patient experienced severe pain, bowel obstructions, small bowel resection, dense adhesions, infections, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/1/2022 additional information: a1, a2, b7 additional b5 narrative: it was reported that the patient underwent incarcerated incisional hernia repair on 4/03/2020 due to extensive lysis of adhesions and small bowel resection. Mwr-30062022-0001211962 submitted for adverse event which occurred on (B)(6)2019. Mwr-01072022-0001212074 submitted for adverse event which occurred on (B)(6)2020. Mwr-30062022-0001211963 submitted for adverse event which occurred on (B)(6)2021.